Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5272464. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
I received another safe report yesterday with the same issue but different insyte needle. Please provide an exact date of event: 01-12-2026. ¿upon inserting piv catheter into patient, once flash was seen, attempted to advance catheter off of needle. Catheter felt as if it got stuck on the needle. Attempted to retract needle from catheter but safety device would not activate. Needle was manually retracted and catheter was advanced successfully. Positive blood return and confirmed placement. Needle would* retract with safety device after it was out of the patient's arm". Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm to patient, but risk to care provider having no safety engagement.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.